Event description:
This lead was returned with partially completed oos documentation from the heart hospital, per biotronik representative, this system was removed due to infection. This system will not be replaced until the infection has been cleared. The exact date of explant is unknown.